Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a lobectomy, for the second firing, the surgeon approached the blood vessel and attempted to fire the device. The status indicator was flashing, indicating firing mode, however, the device did not fire. A new device was opened to correct the problem. No injury or adverse event was reported.